Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a row board failure. A field service engineer found that the cubie pocket in drawer 3.1 was not releasing due to a faulty row board; after troubleshooting, the row board was identified as damaged from a liquid spill, and the engineer removed the faulty row board and installed a new one. The system functioned as intended a field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, half height cubie drawer failure and required maintenance. Faulty row board found during preventive maintenance. However, there were no delays or adverse events or injuries reported based on this event.